Manufacturer narrative:
UDI: (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to infection. There were no additional adverse effects reported.